Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI# (B)(4). Complaint was confirmed by visual inspection. Visual examination of the returned product identified a sign of use (surface scratches, nicks, and gouges) on both femur and segmental male/female taper. One of the tabs has fractured in the femur. Sem analysis showed that it suspected to have fractured primarily due to fatigue, before transitioning into an overload mode of fracture. A review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: linear metallic density present at the segmental provisional-femoral component junction/interface. A nonspecific curved radiodensity projecting along the anterior margin of the proximal tibial component was also noted. Per package insert, fracture of implants are known adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Segmental taper item # 00585004606, lot # 64036543. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02670.

Event description:
It was reported that a patient underwent an initial right knee procedure; subsequently, 11 months later the patient tripped over his walker and a revision was needed due to his segmental distal femoral component had broken off and the other was bent. This also caused the patient to be unstable. Attempts have been made, and no further information has been provided.